Manufacturer narrative:
The hospital reported the source of the leak was the condenser and will be replacing.

Event description:
The hospital reported that the unit could not be pressurized during the preoperative checkout. There was no report of patient involvement.